Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the fractured stent and occlusion was diagnosed on (B)(6) 2015. The patient¿s cause of death was not related to the stent. The patient died for other causes. The specific cause was unknown. Date of death, only month and year valid. Date of event valid. Date of event valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A physician implanted a protégé ef to treat a moderately calcified plaque lesion with cto (chronic total occlusion 100%) in the mid-right popliteal artery. The device was inspected prior to use and prepped as per the IFU with no issues identified. No resistance was experienced upon advancement with the device and it did not pass through a previously deployed stent. The procedure was completed with no issues. It was reported that the patient developed sub acute thrombosis and vascular occlusion. The stent was reported to be distorted. It was reported that the patient died.